Event description:
It was reported that the patient claimed to have fallen against a cupboard several weeks or months before the incident was reported. Afterwards, a decrease in hearing performance was perceived. The patient's audiologist was unsure if this accident was the reason for the decrease in hearing performance, as the audiometry gave no indication. However, progressive hearing loss was also observed leaving the patient outside of the indication criteria for the vibrant soundbridge. The patient was explanted of the vibrant soundbridge, and re-implanted with a cochlear implant on (B)(6), 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.